Event description:
Possible false negative. Abnormal cells found outside of 22 fields of view (fov). No trigger cells present to prompt a full scan of the slide. There was no delay in pt diagnosis as diagnostic cells were found during qc. The lab will not be sending the slide in for review. This site will be monitored to determine if expected occurrences (as determined by the pivotal trial) are exceeded.